Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pre-use check was successfully performed multiple times and the reported issue was not reproduced. The pressure transducer test failure was confirmed in logs and the pressure transducer tubing and pressure transducer pcb was adjusted. No parts were replaced. Unit passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. No further issues have been reported for this ventilator. Evaluation of the received logs confirm the reported failure and shows that the pressure transducer test failed due to measured zero offset value for the expiratory pressure transducer had drifted outside acceptable range. The pressure transducer test has failed intermittently with this failure since (B)(6) 2021. The event date is updated accordingly. The logs indicate a pressure transducer pcb failure. The pressure transducer pcb is a part of the measuring of the pressure in the ventilator and a faulty pressure transducer may lead to inaccuracy in pressure measurement and affect the pressure regulation in the ventilator. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Our conclusion is that the failure could lead to pressure measuring failure and/or pressure regulation failure. The root cause of the reported failure has not been determined.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported that the pressure transducer test failed. There was no patient involvement. Manufacturer's reference #: (B)(4).